Event description:
Device malfunction: none. Symptoms/ae: femoral artery dissection. Time of ae: post closure procedure. It was reported that a physician, trained in the use of the starclose device, achieved arteriotomy closure of the right common femoral artery (rcfa) after an unspecified procedure. The pt reportedly experienced slightly diminished pulses and some pain in the affected limb, however, the access site was confirmed by angiography to be successfully closed and the pt was discharged to home. The following day, the pt was seen in the physician's office and examination revealed rcfa occlusion and a 4cm posterior wall dissection, which were surgically treated. The physician felt that the occlusion was caused by the dissection flap. Though requested, no add'l information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.